Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he experienced symptoms described as "eczema, red plaque" at the sensor site. Customer had contact with a healthcare professional who prescribed diprosone (betamethasone) steroid cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "(B)(6) 2018". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he experienced symptoms described as "eczema, red plaque" at the sensor site. Customer had contact with a healthcare professional who prescribed diprosone (betamethasone) steroid cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 4 days of wearing the sensor, he experienced symptoms described as "eczema, red plaque" at the sensor site. Customer had contact with a healthcare professional who prescribed diprosone (betamethasone) steroid cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug is seated in the mount. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.